Event description:
Report received from the USA stating that the device displayed an e6 error on console during surgery. It is known that injury did not occur. It is unknown whether medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).